Manufacturer narrative:
D4 lot number: 3617241. A reservoir was received for analysis. A separation was noted in the reservoir inlet tubing adjacent to the reservoir inlet strain relief. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress was exerted to separate the site. Based on examination of the returned product, it was concluded that the positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the reservoir inlet tubing adjacent to the tubing/strain relief junction. A separation of this type could then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, reservoir tubing leak (tear)the lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.